Event description:
It was reported that there were 2 atrial lead warnings prior to the device going into elective replacement indicator. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were two atrial lead warnings prior to the device going into elective replacement indicator. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) file (B)(4) shows atrial impedance at implant equal to 586 ohms. Atrial lead trend data show varying impedance and increase for min and max impedance equal to 741 to 983 ohms range between (B)(4) 2011 and (B)(4) 2011. Atrial lead alert time equal to (B)(4)2011.